Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia peritoneal dialysis (pd) cassette was leaking from an unknown location. This occurred during an unspecified step of peritoneal dialysis therapy. The patient further reported "that they clean up water off their floor and the machine is leaking". The patient stated they had a pet but that they did not get to the device. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.